Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 153mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump also alarmed. The customer mentioned that the device was stuck on prime loop, and it alarmed low reservoir as well. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. Unable to confirm the alarms.